Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub after applying the pneumococcal 10-valent vaccine. The following information was provided by the initial reporter, translated from portuguese: "the nursing technician, when finishing applying the pneumococcal 10-valent vaccine, observed that the rod was not connected with the needle barrel, still with her hand on the child's thigh, noticed that a small portion of the rod was still exposed, thus, he was able to pull it off without further damage to the patient.

Manufacturer narrative:
H6. Investigation summary: no sample or photo received for investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lot number reported (6222460) was expired in august 2021, however retention samples from the same lot were evaluated, no defects or issues observed. Rupture force test were performed on the needles, results were within the specifications. Bd also performed visual inspection on the retention samples to check for missing or low resin and it was not observed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub after applying the pneumococcal 10-valent vaccine. The following information was provided by the initial reporter, translated from portuguese: "the nursing technician, when finishing applying the pneumococcal 10-valent vaccine, observed that the rod was not connected with the needle barrel, still with her hand on the child's thigh, noticed that a small portion of the rod was still exposed, thus, he was able to pull it off without further damage to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.